Manufacturer narrative:
Livanova deutschland manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova deutschland. The pump and control panel were returned to livanova deutschland for evaluation. During evaluation by the livanova deutschland qa investigator, no faults or deviations could be identified on the s5 mast roller pump or the s5 control panel of the mrp. All tests were performed without any issue. No deviations of any kind were observed. The power switch was replaced as a precaution. A technical safety inspection was successfully completed and the device was returned to livanova (B)(4).

Manufacturer narrative:
(B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative inspected the device and was unable to reproduce the reported issue. A serial readout was performed and sent to (B)(4) for analysis. Analysis of the readout did not identify any hardware or software errors. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been returned to (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that the s5 mast roller pump lost power during a procedure. The device was restarted and the issue did not recur. There was no report of patient injury.